Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / essure coil noted to be protruding from the r cornua / proximal aspect of the fallopian tube is embedded with a synthetic coiled wire.") In a 37 year-old female patient who had essure inserted (lot no. A64626) for female sterilisation. Product or product use issues identified: medical device monitoring error ("endometrial ablation" on (B)(6) 2014). The patient had a medical history of migraine, depression, anxiety, parity 2, gravida ii, bacterial vaginosis, abdominal pain, urinary tract infection, low back pain, endometriosis, abnormal uterine bleeding, endometrial ablation and menorrhagia. Previously administered products included: sulfonamide for hives. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2830 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: there were 3 coils remaining in the left tube and 4 coils visibly coming out of the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: the right fallopian tube is 7.5 cm long x 0.5 cm in diameter. On section, the proximal end of the tubes embedded with a synthetic coiled wire. The left fallopian tube is 6 8 cm long x 0.7 cm in diameter. On section, the proximal aspect of the fallopian tube is embedded with a synthetic coiled wire. [Ultrasound scan] on (B)(6) 2021: an ultrasound was performed for abnormal uterine bleeding, menorrhagia, and pelvic pain. Prior history of endometrial ablation and bilateral essure coils. The uterus is anteverted and measures 78.4 mm x 40.9 mm x 55.6 mm. The endometrial lining is 2.6 mm. Bilateral essure coils were seen. There is no free fluid visualized. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records ¿. Essure micro-insert embedded,endometrial ablation performed with essure microinsert in place nos. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / essure coil noted to be protruding from the r cornua/proximal aspect of the fallopian tube is embedded with a synthetic coiled wire.") In a 37 year-old female patient who had essure inserted (lot no. B69461, a64626) for female sterilisation. Product or product use issues identified: medical device monitoring error ("endometrial ablation" on (B)(6) 2014). The patient had a medical history of migraine, depression, anxiety, parity 2, gravida ii, bacterial vaginosis, abdominal pain, urinary tract infection, low back pain, endometriosis, abnormal uterine bleeding, endometrial ablation and menorrhagia. Previously administered products included: sulfonamide for hives. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2830 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: there were 3 coils remaining in the left tube and 4 coils visibly coming out of the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: the right fallopian tube is 7.5 cm long x 0.5 cm in diameter. On section, the proximal end of the tubes embedded with a synthetic coiled wire. The left fallopian tube is 6 8 cm long x 0.7 cm in diameter. On section, the proximal aspect of the fallopian tube is embedded with a synthetic coiled wire. [Ultrasound scan] on (B)(6) 2021: an ultrasound was performed for abnormal uterine bleeding, menorrhagia, and pelvic pain. Prior history of endometrial ablation and bilateral essure coils. The uterus is anteverted and measures 78.4 mm x 40.9 mm x 55.6 mm. The endometrial lining is 2.6 mm. Bilateral essure coils were seen. There is no free fluid visualized. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure micro-insert embedded, endometrial ablation performed with essure microinsert in place nos. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received: event "medical device removal updated to device embedded", and new event "endometrial ablation performed with essure microinsert in place nos" were added, lot number, reporters information patient medical history and surgical pathology reports were added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.